Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip could not be deployed. E1: initial facility name (B)(6).

Event description:
It was reported by boston scientific that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure on (B)(6) 2025. During the procedure, the clip could not be deployed inside the patient's body. The procedure was completed with another resolution 360 clip. The patient condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the instructions for use (IFU), "passage of the resolution 360 ultra clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."

Event description:
It was reported by boston scientific that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure on (B)(6) 2025. During the procedure, the clip could not be deployed inside the patient's body. The procedure was completed with another resolution 360 clip. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip could not be deployed. E1: initial facility name (B)(6). Block h11: investigation results visual analysis of the returned device revealed evidence of soft deployment, as the clip assembly detached from the bushing but still attached to the control wire. The reported event of "clip failure to release from catheter" could not be confirmed, as the clip assembly was returned still attached to the control wire. The risk review confirmed that this event is defined in the risk documentation and is appropriately documented in the product risk review (prr), with the event type accounted for during product risk analysis to support the product's acceptable risk-benefit profile. Based on all available information, the most probable cause was determined to be "adverse event related to procedure," as no product malfunction was identified and the issue may have resulted from procedural factors such as physician technique, scope positioning, or inadvertent activation. No further escalation is required at this time.